Event description:
The catheter was in place for about 180 days and the dome came off the catheter tube when the catheter was removed by traction removal from the pt's stomach on 10/07/1998. The remaining dome was voided as feces. Product was replaced with another device.